Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02451; 0001822565-2022-02452. Concomitant medical products: item#: unknown, unknown humeral head; lot#: unknown; item#: unknown, unknown humeral stem, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. However, no revision procedure has been reported to date.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 0001825034-2022-02403.

Manufacturer narrative:
(B)(4).this follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 0001825034-2022-02403.